Event description:
It was reported that the pump was implanted in 1997 for treatment of colorectal cancer. Recently the pt developped increased cea levels. The pump was explanted and a hole was discovered in the catheter. A new pump and catheter were implanted and there were no pt complications.